Event description:
A customer reported having difficulty priming system prior to cataract extraction and vitrectomy procedure. During the vitrectomy, the patient's eye collapsed. The pressure was recovered and the case was completed after turning off the iop control. Current patient status is unknown. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is second event reported for this issue for this facility. There are no additional reports against this finished goods lot. A review of the device history record (DHR) indicated no deviations. The pak was built per specifications. The root cause is unknown at this time. (B)(4).